Event description:
The PICC was placed in 2006. Thirteen days later, a radiologist was reviewing an x-ray and the radiologist noted a 4 to 5cm piece of the stylet in the pt's heart. The piece is not going to be removed at this time. The catheter was not trimmed.

Manufacturer narrative:
A chr showed no other product complaints of similar nature. The complaint is inconclusive since the product was not returned for evaluation.